Event description:
It was reported that the patient had a device check in the morning and felt dizziness later in the day. The output was found to be lower than it had been at the device check. It was determined that the output had been changed inadvertently by medical personnel. The device remains in use and the patient is scheduled to be seen in a week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.